Manufacturer narrative:
Manufactured july 13, 2015- july 14, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. The infusor was filled with 20 ml of an unknown solution. There was no patient injury or medical intervention associated with this event. No additional information is available.